Event description:
"When removing the guide wire, it showed resistance to removal. After several maneuvers, the wire was removed in one piece. When visualizing the catheter, via x-ray, it was coiled. The catheter had to be removed due to bad positioning. - catheter n. 5 fr - argon brand, is presenting resistance to guide wire removal. Guide wire was removed in one piece, after several maneuvers"

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.